Manufacturer narrative:
Cover discarded and replaced.

Event description:
It was reported via repair work order that the mattress had fluid ingress. No adverse consequence or clinically relevant delay in treatment was reported.